Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of tissue injury (vascular injury) is listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The reported patient effect of tissue injury (vascular injury) is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device with a 7f sheath after a diagnostic procedure. Reportedly, while pulling the suture for closure, the suture ripped out with a little piece of vessel wall in closed suture. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.